Manufacturer narrative:
Field service representative inspected instrument and could not identify a problem. System is performing within specification.

Event description:
Patient having consistent prior hemoglobin results between 88 - 92 g/l had sample tested on rapidlab 1265 instrument that produced result of 66 g/l. Sample repeated on same instrument 4 hours later yielded a result of 88 g/l. No adverse impact to the patient was reported.